Event description:
Procedure: gastrectomy. According to the rptr: on the 2nd firing, a broken sound was heard and staples did not form properly. Surgery time extension was reported as five hrs.

Manufacturer narrative:
Tracking number (B)(4) . Initial report sent to FDA on (B)(4) 2010.